Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record indicates the product was released per specifications. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A surgeon reported that the vacuum did not work during the cataract procedure. The issue was resolved by replacing the cassette. The procedure was completed without consequences to the patient. Additional information has been requested.